Event description:
A report was received on 20 nov 2023 from the home therapy nurse (htn) of a 78 year old female patient with a complex medical history including end stage renal disease, who stated the patient became unresponsive during an in-center hemodialysis treatment on (B)(6) 2023. Additional information was received on 24 nov 2023 from the htn who stated approximately 20 minutes into treatment the patient lost consciousness for a few seconds. Treatment was ended and the patient was transported to hospital and admitted for 6 days. Although requested, no details of the hospitalization were provided. Following discharge the patient continued to treat using the nxstage system.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The patient experienced an adverse event with the same device model number on an additional date. The event on 03 nov 2023 is documented in MFR report #3003464075-2023-00106. UDI: (B)(4).